Event description:
According to the reporter, during a procedure, the surgeon had great data points; however, the points would not correlate to the virtual tree. When the sales representative arrived at the case, the target and pathway were reviewed. It was a two-centimeter lesion in the right upper lobe, posterior segment. The surgeon decided that a 90-degree catheter would be sufficient. When registration was started, there were ample data points in the trachea, and the surgeon proceeded to register each lobe. The checkmarks would come and go. Eventually, all five checkmarks were done, but when verifying the location at the main carina, the system was saying that the location was in the right upper lobe. A new 180 catheter was opened, but the same issues occurred. The case was eventually aborted. The surgeon navigated using the camera to advance into the right upper lung posterior segment and then used the radial probe to confirm where we were. While this was happening, the sales rep realized that the patient had a pacemaker. There was magnetic interferen ce, which made the registration points not match up. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: ils-0900-kt, ils-0900-kt, procedure kit illumisite 90; ils-1800-kt, ils-1800-kt, procedure kit illumisite 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the navigation data was not aligned. It was reported that there was a condition of electromagnetic interference; registration issues and system inaccuracy. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon had great data points; however, the points would not correlate to the virtual tree. When the sales representative arrived at the case, the target and pathway were reviewed. It was a two-centimeter lesion in the right upper lobe, posterior segment. The surgeon decided that a 90-degree catheter would be sufficient. When registration was started, there were ample data points in the trachea, and the surgeon proceeded to register each lobe. The checkmarks would come and go. Eventually, all five checkmarks were done, but when verifying the location at the main carina, the system was saying that the location was in the right upper lobe. A new 180-mm catheter was opened, but the same issues occurred. The case was eventually aborted. Since the surgeon knew where it was needed to go, the surgeon navigated using the camera with live fluoroscopy to advance the catheter into the right upper lung posterior segment and then used the radial probe with live fluoroscopy. The doctor had a concentric image and was able to take successful biopsies from there. While this was happening, the sales rep realized that the patient had a pacemaker. There was magnetic interference, which made the registration points not match up. There was no patient injury.